Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nursing professional development specialist I. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical corporation received the following reported information: it was reported that the patient developed hematoma while using the tr band which then required surgical intervention. The type of procedure performed prior to the use of the tr band was a left heart catheterization. A glidesheath slender was used in the access site.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record cannot be completed due to the unknown lot number. A nonconformance was initiated for the increase in severity in the hazard based risk table (hbrt).